Event description:
Three (3) zephyr valves (B)(6) 2021 worsening copd, near death experience; failure, valves removed (2 of 3) with some improvement of copd but required almost constant oxygen. Hospitalized for 8 days, md's couldn't give me answers. Pulmonx company zephyr valves makes no mention of long-term negative effects. Better after 2 of 3 valves removed. Post-op implant zephyr valves.